Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (rca). There was a 99% stenosis. The physician advanced the 3.00x16mm taxus express2 drug eluting stent, but was unable to cross the lesion. When the delivery system was withdrawn the proximal shaft of the guide catheter was kinked, and the stent became dislodged in the guide catheter. The stent was removed with the guide catheter without complications. The physician completed the procedure with another of the same size device. The pt condition is listed as good.